Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va04wef, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va04nka, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387s-40, lot# va04wef, implanted: (B)(6) 2013, product type: lead. Product ID 3387s-40, lot# va04nka, implanted: (B)(6) 2013, product type: lead. (B)(4). Analysis results were not available as if the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported the explant date was (B)(6) 2014. The device was replaced. The patient was not a part of a clinical study. There was an elective replacement indicator (eri). Battery depletion was normal. The device was used within the patient for treatment. The patient recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387s-40, lot# va04wef, implanted: (B)(6) 2013, product type: lead. Product ID 3387s-40, lot# va04nka, implanted: (B)(6) 2013, product type: lead. Analysis of the implantable neurostimulator found the battery was at normal end of life, telemetry and output were ok.

Event description:
It was reported that the patient had seen an elective replacement indicator (eri) message about 3 weeks prior to the date of this report. It was noted that the patient was having surgery for kidney stones on the monday following the date of this report. It was noted that this procedure was not related to the device or therapy. The patient was implanted on (B)(6) 2013 and the battery was already low. The patient was getting the low battery warning, eri screen on the patient programmer. It was noted that the patient was going to get the device replaced once the kidney stones were taken care of. It was noted that they had been given an estimate of 5 years on the battery life. The patient¿s wife wanted to know if strenuous activity could cause the battery to drain faster. It was later reported it was unknown when the eri had tripped as the patient had seen it on the date of this report. It was unknown if it was premature depletion. It was noted that it had seemed premature to the patient because they were implanted last (B)(6). Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.